Event description:
It was reported the device allegedly lowered unexpectedly during a pt loading. It was reported there was no injury to the pt but an operator was injured. No further detail on the alleged injury was provided at the initial complaint.